Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2024. Block d6b: explant date: 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120700, model: sc-8120-70, serial: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent spinal cord stimulator (scs) explant procedure. No further information has been obtained.